Manufacturer narrative:
Findings: intermittent button response noted due to corroded keypad traces. Scratched lcd window noted during visual inspection. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 24mmol/l. The customer was treated 7 units with pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 24mmol. The customer stated that there is no response from any button. The customer was advised to monitor the time display and stated minutes do change. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.